Event description:
Customer called on (B)(6) 2011 reporting that a day shift tech by the name of dawn squatted down to change the diluent underneath the counter and had a few drops of clear liquid dripped off the counter and onto her hair. Dawn noticed that the liquid originated underneath the coulter lh 780 hematology analyzer on the counter and proceeded to turn off the instrument. Dawn was reported wearing personal protective equipment consisting of a lab coat and gloves and no other part of her body was exposed to the leak. Field service engineer (fse) was dispatched and found a leak in backwash manifold at vl4b. Fse proceeded to replace tubings through vl4b and vl4c. Fse also found seepage at one of the diluent supply tubings to rbc bath and trimmed and re-attached tubing to improve seal.

Manufacturer narrative:
(B)(4).